Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. The customer was scheduled for a pacemaker/defibrillator placement procedure which was rescheduled due to a low inr result from the hospital laboratory. At 6:30 am, the laboratory result was 1.7 inr. At 8:45 am, the meter result was 2.3 inr. The physician accepted the laboratory result as correct. The customer was given lovenox to increase the inr and the procedure was rescheduled for (B)(6) 2019. There was no allegation of an adverse event. The customer's normal therapeutic range was 3.0-3.5 inr. For customer to have the pacemaker, the therapeutic range was 2.0-2.5 inr.